Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4). A carefusion field service representative (fsr) went to the site to evaluate the device for the reported complaint of transducer fault alarm occurring. The fsr reported that the event log showed multiple transducer fault entries. The fsr replaced the main printed computer board (pcb) and turbine interface pcb. Performed user verification test and operator verification procedure with operation within factory specifications.

Event description:
The customer stated that the unit has a transducer fault during the user verification test. The unit was not on a patient at the time of the incident.

Manufacturer narrative:
Results of investigation: the suspect faulty main printed circuit board assembly was returned to the carefusion failure analysis lab. The component was installed on a known good unit and powered on where transducer faults were found recorded the events log.

Manufacturer narrative:
Follow-up 002 is being submitted in lieu of 001 as the analyst mistakenly selected to manually submit the follow-up medwatch 3500a form. This supplemental is follow-up 001 for this event. Device evaluation: d10, h3, h6, h10. Results of investigation: the suspect faulty main printed circuit board assembly was returned to the carefusion failure analysis lab. The component was installed on a known good unit and powered on where transducer faults were found recorded in the events log. This is considered a known issue and is being addressed through an internal investigation.